Event description:
Info rec'd indicates the hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the manifold to repair the bed.